Manufacturer narrative:
The surgeon was unable to replicate the patient's planned occlusion at the time of the implant surgery. The surgeon placed the patient into intermaxillary fixation with a splint, and repositioned the mandibular implant a few days later.

Event description:
The surgeon repositioned the patient's right tmj mandibular component.